Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's site detached from his body while he was sleeping. The blood glucose was reported as 358 mg/dl and the patient self-treated with manual correction injection. No further information available.